Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reporter the mx40 telemetry device has a speaker malfunction inop and no audible sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The actual device was returned to philips bench where the technician confirmed the reported no audio issue. The technician identified the speaker had been replaced with a non-philips product.